Manufacturer narrative:
The reported malfunction was observed during initial testing. During root cause analysis the reported malfunction could not be replicated. The dump resistor was replaced as a precaution. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during biomed testing, the device displayed a "error 70" message. Complainant indicated that there was no pt involvement in the reported malfunction.